Event description:
It was reported that one day post system implant, a chest x-ray revealed that the patient had a pneumothorax. No treatment was required and the patient is scheduled to receive a follow-up x-ray to determine if any intervention is needed. The right ventricular (rv) and left ventricular (lv) lead remain in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6935 implantable defib lead 2012 (B)(6); competitor implantable pacing lead 2012 (B)(6). (B)(4).